Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized; later, pump shut down and could not be turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer initially tried using existing wall adapter and later new charging supplies without success, was instructed to rely on multiple daily injections if battery depleted, and technical support arranged shipment of replacement charging cable, wall adapter, and ultimately replacement pump, while discussing an out-of-warranty loaner pump option.